Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The reported event was confirmed via review of the controller log files, which revealed one controller fault alarms logged on (B)(6) 2015. This alarms was of type sys_uic_aps_fail, indicating a malfunction of the automatic power switch (aps) circuit. Heartware has opened an internal investigation to evaluate these types of issues. The most likely root cause of the reported event may be attributed to a leaky diode on the aps circuit. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported that the patient received a controller fault alarm on his controller while at home. Prior to calling the site, patient performed a controller change. Log files sent by site this morning. Controller exchange was recommended by clinical engineering. There was no injury to the patient.